Event description:
Customer reporting a complaint on product 2789q, lot 4151t020. (B)(6) FDA complaint# (B)(4), customer states they had just restrained an aggressive patient. They used the twice as tough restraints 2789q. Customer observed that the patient was able to follow the line that attached his wrist to the bed. The patient was then able to unclasp the buckle and free his hand. Customer states that the restraint kept patient from raising arm off the bed, but did not prevent him from moving hand towards bedframe where the restraint was secured to the bed.

Manufacturer narrative:
This report is based solely on the information provided by the customer. Since product was not returned, confirmation of customer's complaint and the root cause could not be determined. A review of the device history record did not reveal any issues that could have contributed to the reported incident. No ncrs were identified. The product passed all verification testing and met manufacturing specifications prior to being released for distribution. The instructions for use contraindications state; do not use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The application instructions state: insert the male end of the connecting strap into the female end of the short strap. Listen for a snapping sound. Pull firmly on straps to ensure a good connection. To limit unwanted adjustment, tie an overhand knot with the excess strap directly below the quick-release buckle. Warnings state: some patients may require additional interventions in conjunction with a restraint in order to prevent injury to self or others. 1.if the patient pulls violently against the bed straps. 2.to reduce the risk of the patient getting access to the line/wound/tube site. 3.to prevent the patient from flailing or bucking up and down and causing self injury. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. FDA related report (B)(4) / manufacturer reference file (B)(4).